Manufacturer narrative:
The actual device has been returned. Reliability engineering evaluated the device. Functional testing revealed that the device ran below acceptable limits for about thirty seconds, stopped running, and gave an e6 error message (handpiece overheat warning). Therefore, the reported condition was confirmed. Evidence suggested this was due to usage / wear over time. (B)(4).

Event description:
It was reported that during a lumbar depression and fusion surgical procedure the hand piece device was overheating and running at 60,000 rotations per minute (rpm). The planned surgical procedure was completed without delay as an identical spare device was available. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.